Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance measurements. This observation has been monitored by the clinic and it was noted the shock impedance value was 122 ohms at the check in july and was now high, out-of-range at 158 ohms. The device was about 1.5 years from replacement time and the clinician wanted to know if the lead would require replacement now or could be replaced at the device change out. A request was made for technical services to review data from the device and provide a recommendation. No adverse patient effects were reported. The lead remains implanted and in service. Technical services reviewed the available data and noted no noise was present on the shock channel. For the most accurate representation of true impedance, the physician could deliver a 1.1 joule commanded shock. If the impedance measurement was greater than 120 ohms, a 41 joule shock could be delivered to ensure system integrity. If an impedance of greater than 145 ohms is produced, the device may trigger a code 1005 indicating an open circuit; then the recommendation would be to replace the lead. The local sales representative passed on the recommendations from technical services to the patient's clinic. At this time, no commanded shocks or troubleshooting have been performed and the patient's physician is on leave for three months. No adverse patient effects were reported. The lead remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance measurements. This observation has been monitored by the clinic and it was noted the shock impedance value was 122 ohms at the check in july and was now high, out-of-range at 158 ohms. The device was about 1.5 years from replacement time and the clinician wanted to know if the lead would require replacement now or could be replaced at the device change out. A request was made for technical services to review data from the device and provide a recommendation. No adverse patient effects were reported. The lead remains implanted and in service. Technical services reviewed the available data and noted no noise was present on the shock channel. For the most accurate representation of true impedance, the physician could deliver a 1.1 joule commanded shock. If the impedance measurement was greater than 120 ohms, a 41 joule shock could be delivered to ensure system integrity. If an impedance of greater than 145 ohms is produced, the device may trigger a code 1005 indicating an open circuit; then the recommendation would be to replace the lead.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.